Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent mesh sling, cystoscopy, anterior repair, anterior mesh system due to sui and cystocele. It was reported that following insertion the patient experienced infection, urinary problems and vaginal scarring. No additional information was provided

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and (B)(6) 2011 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.